Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial pace and sense indicator lights started to flicker and then went out completely. It was also reported the device was having difficulty with capture. The device was replaced and returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, side bail covers, ring cover and battery drawer are broken. Battery contacts are compressed, side bails are bent, and the ring is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.